Event description:
It was reported, the pt experienced a loss of therapeutic effect. It was stated, the pt was in a car accident in (B)(6) 2010, and that the pt was "kicked in the implantable neurostimulator area after that". Since then, it was stated, the pt was experiencing problems with their therapy. The pt was referred to their health care provider. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).